Manufacturer narrative:
Philips service restored the ghost image and returned the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a black screen occurred during surgery due to hostpc failing to boot on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.